Manufacturer narrative:
H3 other text : device pending the outcome of the manufacturer evaluation.

Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: breathing circuit connector is damaged on the inside-loss part inside unit and 1 foot missing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: breathing circuit connector is damaged on the inside-loss part inside unit and 1 foot missing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information confirmed that the trilogy 100 ventilator was returned to the manufacturer for evaluation. No significant events in the error log. Confirmed: enclosure misaligned. The screws were removed, and the enclosure was realigned. The feet were missing and need to be replaced. Inlet air path assembly and removable air path foam was replaced per remediation. Customer requests no repair to device. The device will be returned to the customer unrepaired. The device passed all testing.